Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. No pressures were available. The central lumen on the balloon is patent and the getinge representative advised the customer how to connect a pressure cable and transduce. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing approximately 66cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 76.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. No pressures were available. The central lumen on the balloon is patent and the getinge representative advised the customer how to connect a pressure cable and transduce. There was no reported injury to the patient.